Event description:
The humidifier stopped working and started flashing continuously. I followed all steps defined in user's manual without luck. Contacted supplier and MFR to get the issue addressed also without luck. I did some research and found that this exact same product (m series humidifier model# 1051158) has been recalled in the (B)(4) for the exact same problem I am having. There is a us recall. (Http://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/cfres/res.cfm?ID=81028) issued for the same issue but my model is not listed in the us recall. Thus why they don't feel it applies. Doing some additional researches I found a bunch of "adverse event reports" on this model that clearly refer to the us FDA recall above even though it does not list this model number. If you read http://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/cfmaude/detail.cfm?mdrfoi_ID=1816044 which is clearly identified as model# 1051158 and says recalled as part of recall# z-1260-2009 which is the us FDA recall listed above. Clearly this unit defective and should be replaced by the supplier or MFR at no cost to me.